Event description:
Metal tip of inserter broke and remained inside of the cannulated middle of implant screw, and was left in patient humerus of left shoulder. Unable to pull metal piece out

Manufacturer narrative:
Device was not returned for evaluation.(B)(4)